Manufacturer narrative:
Additional information was received indicating that the event occurred during testing and no patient was involved. Device evaluation date: 09/17/2019. Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and showed that system fault was recorded in history. During analysis, the customer's stated problem was able to be verified. Inspected the pump and found error code 41622 on display. Further investigation of the pump determined that an intermittent motor was the root cause of the issue. Service will replace the motor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited error code 41622. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.